Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a continuous primary audible alarm. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: a corrective and preventative action has been opened to address the reported issue correction: primary audible alarm post was verified in the event history log., corrected data: h10, b5 event did not occur during patient use as stated in previous report.

Event description:
Additional information/ correction received: event occurred prior to use. No patient injury.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the problem was found while in use with patient; but there was no patient injury. One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log could not be downloaded. To further investigate, a power up test was performed. Customer problem was not duplicated. The speaker was replaced as a preventative measure.